Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder powered off on the third day of the study for a supposed 96-hour study. The customer had not been able to upload the study and presently was not near the computer with the software. Technical support walked the customer through a reset of the recorder and they will attempt to upload. A copy of the study was provided and after the review, technical support confirmed large gaps consistent with the distance between the patient and the recorder for an extended period of time. The recorder worked correctly during the previous procedure. There was no patient and user harm. A repeat procedure scheduled on a different day with need for additional anesthesia was necessary.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a data files was provided by the customer for analysis. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Evaluation was not perfumed since the product sample did not arrive for investigation. According to received the data file unable to determine the problem. The investigation could not determine a cause or a probable root cause for the customer's report based on the information provided. If information is provided in the future, a supplemental report will be issued.